Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician expressed concern about a possible issue with the right ventricular (rv) lead's sensing integrity counter (sic). The lead will continue to be monitored, and remains in use. No additional details could be obtained. No patient complications have been reported as a result of this event.